Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the enteral feeding set was leaking. There was no patient injury.

Manufacturer narrative:
Investigation summary: the device history record was reviewed and indicated that the product was released accomplishing all quality standards. One used device in an opened package was returned for evaluation. The returned device was visually inspected; a crack was found on the kps connector of the pump set. The aff valve was also found to not be set in the normal position which indicates the product was primed prior to use. Since the customer did not notice the abnormalities during the priming process with the feeding pump and the pre-check did not identify the connector damaged, there is indication that the product was functioning as intended prior to use. Based on the available information, the reported condition was not determined to be related to the manufacturing process therefore no corrective actions are necessary at this time. If additional information is received at a later date, this investigation will be updated as needed. This complaint will be used for tracking and trending purposes.